Manufacturer narrative:
No samples were returned to angiotech for evaluation. The item and lotcode information was not disclosed. Therefore, the expiration and manufacturing dates are unknown. Method: the devices were not returned for evaluation. Furthermore, without the lotcode information, relevant portions of the device history records (DHR) could not be reviewed. Results/conclusion: the devices were not returned for evaluation. No product evaluation can be performed. It is possible that the physicians placement of the quill srs pdo suture may have contributed to this event. (B)(4), item # unk, quill srs, #2 pdo, lot unk.

Event description:
The date of the event is estimated. Dr. (B)(6) performed an abdominoplasty procedure in (B)(6) 2009 using quill srs 2-o pdo for closure of the intermediate layer. Approximately six months post operative, the patient presented with a reaction along the suture line. The differential diagnosis was foreign body reaction or cellulitis. No cultures were taken. Patient was treated empirically with IV vancomycin. Surgeon states that the patient was very "thin skinned" and that the quill may have been placed too superficially resulting in the reported cellulitis.